Event description:
Complainant alleged that during routine preventative maintenance the device's high end pacer output setting was out of specification, when 140ma is selected on the device, the test equipment read an ouput of 130ma. Complainant indicated that there was no patient involvement in the reported malfunction.